Event description:
It was reported that the left ventricular (lv) lead pace impedance has been climbing for months. A field representative was called in to check the device. Threshold was at 3.2 volts at 1.0 milliseconds, in lv ring to right ventricular (rv) coil configuration. The lv pace impedance was found to be at approximately 2650 ohms. However, most impedances were greater than 3000 ohms. The patient will continue routine visits and monthly home monitoring. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.